Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm error. No harm reported.

Manufacturer narrative:
After further review, fse could not reproduced the reported failure. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.